Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient had an anterior communicating artery aneurysm with minimal vessel tortuosity. A stryker synchro 14 guidewire was used, which was discarded. The guidewire was hydrated and the tip was shaped according to the IFU, with no kink damage observed. The cause of the puncture was not determined, as communicated with the customer.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 microcatheter was returned for analysis within a shipping box and inside of a sealed plastic biohazard pouch. No guidewire was returned. Visual inspection/damage location details: upon visual inspection, no damage was found with the catheter hub; however, dried blood was found within the hub. No damaged was found with the catheter body, but dried blood was found at ~10.3cm within the proximal segment of the catheter body. The echelon-10 catheter distal tip was found damaged (melted) at the proximal edge of the distal marker. Additionally, no punctured hole was able to be observed at the damaged location. No other anomalies were observed. Testing/analysis: the echelon-10 total length was measured to be ~155.2cm, and the usable length was measured to be ~147.2cm, which is within specification (specification: total (ref) = 155cm, usable: 147.0cm ± 1.5cm). The echelon-10 microcatheter hub was flushed, and water was unable to exit the distal tip. Next, an in-house 0.0165¿ mandrel was hydrated and inserted into the microcatheter hub, which met resistance within the catheter body at 10.3cm where the dried blood was found within the catheter body. Conclusion: based on the device analysis and the reported information, the customer report of "catheter puncture" was unable to be confirmed; however, the event could not be ruled out. It is possible the catheter became damage (melted) due to improper tip shaping (using a heat source other than steam, holding the catheter too close to the heat source, or holding the device against the heat source too long), reshaping the tip multiple times, not allowing the catheter/mandrel to cool as required, or over-shaping the tip. A few possible causes for device navigated within the micro catheter too aggressively, guidewire is inserted without checking catheter integrity/catheter patency (if used w/ stylet), and/or distal tip shaped improperly; however, no root cause was able to be determined. During testing, the 0.0165¿ mandrel failed to advance into the microcatheter body due to resistance met. Dried blood was found within the catheter body. The synchro 14 guidewire used in the procedure was not returned. The synchro 14 guidewire was found to be compatible with the catheter as it has a labeled outer diameter (od) of 0.014". It was noted that the patient's vessel tortuosity was minimal. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU); in addition, the guidewire was hydrated, and the tip was shaped according to the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after shaping the echelon 10 microcatheter, under guidewire navigation, the guidewire was pushed to go upper within the intermediate catheter. Upon exiting the intermediate catheter, it was found that the guidewire had perforated the side wall of the distal end of the echelon 10 microcatheter. The microcatheter was withdrawn and replaced with a new a medtronic microcatheter to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was minimal. Vascular access was noted as femur. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.